Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A physician reported that he had a patient who was implanted with a zcb00 intraocular lens that was complaining of glare. The physician noticed that the posterior capsule had folds, so he implanted a capsular tension ring (ctr) to get rid of the folds (and glare). The zcb00 lens was then subsequently exchanged for a symfony lens. The patient is reported to be very happy. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record could not be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.